Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The returned sion blue guide wire was found curved for approximately 6mm from the tip, which was likely a trace of shaping. At approximately 14cm from the tip, the guide wire was bent. The ptfe coating was found intermittently peeled off at approximately 52-79cm from the proximal end. Referring to known similar events, an unused guide wire of the same brand was inserted into a torque device. The torque device was slightly loosened and slid over the wire surface so that its metal chuck would scrape the wire surface. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event. No similar product experience was received for the subject lot other than a case (MFR report #:3003775027-2025-00091), in which the wire shaft was also scrapped by a relatively hard and sharp-edged object such as the metal chuck of a torque device, and therefore the ptfe coating was peeled off. It was not associated with product quality. Based on the obtained information and the investigation outcome, it was presumed that the surface of the guide wire might have been scraped by a relatively hard and sharp-edged object such as the metal chuck of a torque device. Consequently, the ptfe coating was peeled off. Although it was concluded that this event was not attributed to product quality, possibility of ptfe coating fragment left in patient anatomy could not be eradicated if the same event were to recur. No CAPA will be taken. Instructions for use (IFU) states: [malfunction and adverse effects]. Abrasion of the guide wire coating.

Event description:
It was reported that the tip of an asahi sion blue guide wire was found deformed and peeled coating was also observed during unpacking. The procedure was completed using a new sion blue guide wire without any delay. It was informed that the patient was not affected.